Event description:
Info received indicates, the siderail will not stay in the upright position.

Manufacturer narrative:
The technician found the weigh frame bracket was bent which prevented the siderail from latching. The technician replaced the bracket to repair the bed.